Manufacturer narrative:
(B)(4).

Event description:
Prior to use the nurse had difficulty when she inflated and deflated the pilot balloon. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff was difficult to inflate/deflate. The failure was isolated to collapsed tubing inside the inflation line lumen. The causes identified were associated with the manufacturing process instructions, operator error, and preventive maintenance scheduling.